Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device confirmed code 1261 and was double beeping. There was no patient involvement.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual and functional testing was performed. The malfunction of microprocessor board was noted, and the complaint was confirmed. Replaced with new one. The cause of the reported issue was due to processor pc counter corruption. The device passed all functional testing after repair.